Event description:
It was reported that high impedance was observed. Connection issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).